Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with select button on channel c inoperative was confirmed during product evaluation. The root cause of the reported problem was determined to be fluid ingress on the keypad. However, there have been no repairs made at this time. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with the reported condition of the select button on the channel c keypad was inoperative. It is unknown when this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is colleague p1.5(5.48.92). No additional information is available.